Event description:
Received a copy of the customer's medwatch report from FDA which states, "programmed alaris pump channel for IV fluid infusion of normal saline at 75ml/hr at around midnight at around 3:30 am. IV pump alarming for air-in-line. Nurse noted entire 1l bag empty. Despite infusion for only 3.5 hrs. Nurse verified IV channel programmed correctly. Noted scant amount of leakage behind door of channel, but no obvious cracks or defect in mechanisms. FDA safety report ID # (B)(4). There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: other relevant history, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Device evaluated by bd.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "programmed alaris pump channel for IV fluid infusion of normal saline at 75ml/hr at around midnight at around 3:30 am. IV pump alarming for air-in-line. Nurse noted entire 1l bag empty. Despite infusion for only 3.5 hrs. Nurse verified IV channel programmed correctly. Noted scant amount of leakage behind door of channel, but no obvious cracks or defect in mechanisms. FDA safety report ID # (B)(4). There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.